Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm nurse attempted to roll the heartstring using the loading tool and did not see the heartstring rolling properly. She attempted a few times with no success. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal appeared to be delaminated at the outer coil. To evaluate rolling of the seal and the ability of the seal to load in the delivery tube, instructions in the IFU were followed. The wings on the loading device were squeezed to roll the seal. The seal rolled successfully. The deliver device was slowly advanced until the number 2 visual cue appeared completely in the corresponding window on the loading device. At this point the seal was loaded into the delivery device. The wings on the loading device were released and the delivery device was pulled from the loading device carefully. The seal was correctly loaded in the delivery tube. The seal was removed from the delivery tube for inspection. The outer coil of the seal was delaminated. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "fitting problem" but was confirmed for the analyzed failure mode "cracked/delaminated seal."

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm nurse attempted to roll the heartstring using the loading tool and did not see the heartstring rolling properly. She attempted a few times with no success. A replacement device was used to complete the procedure. The hospital did not report any patient effects.